Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no physical damage found on device. A review of the event history log identified motor rate error and motor not running. Unable to duplicate the motor rate error or motor not running during occlusion test. White teflon flakes were found on worm coupling facets and sensors on the main board which was causing the intermittent of the errors. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Cleaned the sensors on main board, replaced delrin washer,replaced the motor bracket for preventive, and cleaned and greased the whole motor assembly. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error and the motor was not running. No patient injury was reported.